Manufacturer narrative:
The device with product ID m995402a001, serial# (B)(6) was received for product analysis. Analysis found no anomalies were observed and the device functions as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown, ubd: , UDI#: ; product ID: m995402a001, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had hip surgery on (B)(6) and about 4 days later, when they came home from the hospital, they dropped the controller and now the screen was broken. Agent had patient remove the battery pack from the controller, but patient was unable to see serial and model information inside the controller. Agent heard them mention "m9" before more pieces broke upon removal of the battery pack. Patient mentioned they were unable to power controller on to turn stim down but seemed to see space for aa batteries. Agent reviewed aa batteries could be used in the controller to make adjustments if they can get controller to power on. The issue was not resolved. A replacement controller and battery pack were sent out.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. H3: analysis of the 97745 programmer (ptm) (s/n (B)(6)) revealed broken stim bosses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.